Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window detached near the lap joint section. Furthermore, visual inspection revealed that the anchor housing was partially detached. During flush testing, water leaked from the anchor housing.

Event description:
Reportable based on device analysis performed on 04mar2024. It was reported that a catheter issue occurred. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, upon flushing, they discovered fluid leakage from the midsection of the mid monorail shaft. The procedure was completed using another of the same device. There were no patient complications reported. Device analysis showed that the imaging window was detached.